Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products (B)(4) implantable cardioverter defibrillator (ICD) 2013-(B)(6); 4076-58 implantable pacing lead 2013-(B)(6); (B)(4) implantable tachy lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the day after implant, the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.